Manufacturer narrative:
Additional narrative: patient dob and weight not provided by reporter. Event date: unknown. Report is for one (1) unknown plate. Unknown if device was explanted (B)(6). It is noted that patient experienced pain, however it could not be confirmed the pain was associated with the synthes device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a plate implanted on (B)(6) 2012. The patient began experiencing pain in (B)(6) 2013 and it was reported the plate was broken; it is unknown if revision surgery was performed. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).